Event description:
The hosp reported that during an endoscopic vessel harvesting procedure, vasoview hemopro 2 device metal cutter was bent out of the box. A replacement device was used to complete the procedure.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We are f/u with the customer for the return of the device. A supplemental report will be submitted if the device is rec'd. (B)(4).

Manufacturer narrative:
A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).